Event description:
A cartridge change error was reported by the customer involving the pump. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support instructed the customer to inspect and clean the o-ring and pneumatic tap area, assist in loading a new cartridge, and confirm it was fully attached. The customer successfully completed the load process and resumed insulin use.